Event description:
It was reported on (B)(6) 2010, that the pt experienced withdrawal symptoms (which resulted in the pt not receiving relief from spasticity) following a refill procedure. The pt's pump contained lioresal at a concentration of 2,000 mcg/ml, with no dosage info provided. The lioresal was removed. New lioresal was placed in the pump and the pt "got better." A dye study was performed with no anomaly found. The pt's physician suspected that there were no other causes of the withdrawal other than an issue with the concentration of the lioresal. The "old" lioresal, previously in the pump, was sent for a pharmaceutical drug eval. The potency results, when tested, of the lioresal were within spec. It was noted that there was no confirmation that the concentration of the lioresal removed was related to the symptoms experienced by the pt. The pt's pump and catheter were later explanted and replaced. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.